Manufacturer narrative:
Concomitant medical products: other relevant device(s) are. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that before a clinical case the camera cart monitor had lost connection. The manufacturer representative (rep) had the site unplug the interconnect cable from between the systems and reseed the cable. This resolved the issue. The rep stated that the cord between the two systems wasn't properly seated which was the possible cause of the flickering of the camera as the connection between the two carts wasn't fully established. The rep stated that the site has used the system 4-5 times without an issue and is on site checking the system over. There was a 2 minute delay in the procedure. No impact on patient outcome.